Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument out of the kit fnc41 caused the clips to cross when fired across the cystic duct. A second instrument was opened to complete the case.